Event description:
It was reported that the patient indicated that there are no lights on the e-device cellular accessory. The accessory was also noted as "hot." The accessory was disconnected for a while, plugged back in, and subsequently the device had no power. The patient tried several outlets with the same result. The accessory had sent successful transmissions with the remote monitor previously. A new power cord was ordered and sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.